Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unspecified procedure in 2025 and suture was used. Three suture packs of double-sided suture cam off (6 needles total). Three came off during use on the patient (without the use of excessive tension or improper suture technique) and three came off during handling prior to use on the patient. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - please indicate whether the products being returned due to doctors refusing to use them had any issues. Definitely had issues; both needles of 3 suture packs from this lot were not secured well to the suture and came off at the swage. - how many products failed in each of the four reported incidents? 3 suture packs of double-sided suture (6 needles total came off). - when were the needle came off suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify three came off during use on the patient (without the use of excessive tension or improper suture technique) and three came off during handling prior to use on the patient. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.